Event description:
A ptca procedure was performed in a lesion in the proximal lad with no calcification. An atherectomy directional debulking system was used, and during the fifth cut at 30 psi, the guide wire became stuck with the flexi-cut device. At this time, only the motor drive unit was running. No patient injury was reported.